Event description:
It was reported that the cause of the event was due to a fall where the patient hit her head on the playground. The patient experienced pain from her chest near generator and pain down her left arm. It was noted that the patient required hospitalization due to the event. The patient's mother called the health care provider (hcp) with follow up on (B)(6) 2013, and noted the patient was okay, recovered with no sequela, and had returned to school. The patient was not seen her hcp and there were no subsequent calls to the hcp by her family. It was noted that there was no deterioration in symptoms or subsequent symptoms after and the event was not attributed to the extension. Impedances were checked by a manufacturer representative on (b)(5) 2013, and were interpreted as okay.

Manufacturer narrative:
Concomitant products: product ID 3708640, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot # v270501, implanted: (B)(6) 2010, product type lead; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot # v270501, implanted: (B)(6) 2010, product type lead; product ID 37651, serial # (B)(4), product type recharger; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient felt a stinging sensation going down her neck and arm on herleft side. It was noted that this was the same side the stimulator was on. It was reported that the patient had fallen off a swing yesterday and the caller though the patient may have pulled out a lead wire. It was later reported that the hcp wanted to rule out a lead issue so an impedance check was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).